Event description:
A device report from (B)(6) reported, a clinic in (B)(6) reported: pt status post prodisc-l implantation, levels unknown, on (B)(6) 2005 returned to surgeon complaining of pain. An x-ray taken on an unknown date showed a dislocation of the polyethylene inlay. Surgeon removed the prodisc-l on (B)(6) 2011 and revised the pt to synfix. This is three of three reports for this event.

Manufacturer narrative:
Product service. The investigation could not be completed, no conclusion could be drawn, as no product was returned.